Event description:
The 3m received info that a highly allergic pt developed a skin reaction under all electrodes. The pt's skin was swollen, very red, oozing and not clear in the center. It was noted that the pt did not react to paper tape, kendall lead wires or 3m medipore dressings. Cardiac surgery was cancelled twice. Treatment for the pt was unk. The health care professional (hcp) noted the cardiac surgery does not wipe with alcohol as a skin prep. It was communicated to the hcp that the adhesive on the 3m red dot monitoring electrode is the same as the adhesive used on 3m tegaderm and steri-strip products, but different from the 3m medipore adhesive.

Manufacturer narrative:
A pt info was not available. No other adverse pt effects were reported. If add'l info is received, a f/u report will be submitted. A product lot number was not provided. Device exp date cannot be determined. Product was not returned. No eval could be performed.